Event description:
It was reported by service report that the head of bed will not go down fully. No pt involvement or adverse consequences are reported. No injury reported.

Event description:
A nurse (rn) contacted global technical services regarding a check patient line alarm that occurred on the homechoice (hc) unit during drain 2 of 5. The technical service representative (tsr) explained the alarm. The rn stated one of the supply bags dropped and came undone. The tsr assisted the rn to end current therapy and advised to restart with a new set up on the hc. On (B)(6) 2010 product surveillance spoke with the rn who stated the patient thought she was pulling the bedside nurses pull cord for assistance because she was trying to get out of bed. The rn confirmed there was no issue with product; the patient was just mistaken pulling cords. The rn confirmed the patient resumed therapy with a new set up that evening. No further information is available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause was use error. The patient accidently pulled on the patient line thinking it was the nurse call cord. After the patient pulled on the tubing, one of the supply bags fell. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.